Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported failure to deploy the stent. A force transmitting component was found to be broken which made stent deployment impossible. Increased friction is considered the reason for increased release force and subsequent deployment failure. Potential contributing factors have been evaluated. Previous investigations of similar complaints have been reviewed. The event may be associated with a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. In this case, the vessel was reported to be mildly calcified. The access site in the brachial artery may be another contributing factor. The event also may be use-related as rough handling of the device can lead to the event reported. Based on the information available, a definite root cause could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "gain femoral access utilizing a 6 f (2.0 mm) or larger introducer sheath." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details.

Event description:
It was reported that the vascular stent could not be deployed in the left sfa with access through the left brachial artery. The delivery system was retracted without issue. Another vascular stent was used and a similar event occurred. This is the same patient as reported in medwatch report # 9681442-2015-00110. No patient injury was reported.